Event description:
An infusion pump with a 500 failure code. The biomed stated that there have been no reports of pt incident involving this pump since the last baxter service event. Info was requested by baxter's customer service regarding whether or not the pump was in use on a pt when the failure occurred, specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.